Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k tubes had black foreign material inside them. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type: this has been corrected to jka. PMA / 510(k)#:this has been corrected to k981013.